Manufacturer narrative:
Citation: kim et al. Feasibility of coronary access in patients with acute coronary syndrome and previous tavr. Jacc cardiovasc interv. 2021 jul 26;14(14):1578-1590. Doi: 10.1016/j.jcin.2021.05.007. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code npt) and engager (not FDA approved). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding feasibility of coronary access in patients with acute coronary syndrome and previous transcatheter aortic valve replacement (tavr). All data were collected from 25 centers between january 2008 and may 2020. The study population included 449 patients who were predominantly male with a mean age of 81.3 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients 142 were implanted with a medtronic corevalve (n=91) or evolut r (n=49) or engager (n=2) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, 54 deaths occurred within 30 days of implant. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, post-tavr adverse events included: valve-in-valve implant, st segment elevation myocardial infarct (stemi), ventricular rhythm disorders, cardiogenic shock, percutaneous coronary intervention (pci) and emergent conversion to coronary artery bypass graft (CABG). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.